Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging burning smell, device will not produce heat, dry and sore nose, throat, sinuses, headaches, dizzy, lightheaded, nausea, difficulty breathing, shortness of breath, chest pressure and cough. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging burning smell, device will not produce heat, dry and sore nose, throat, sinuses, headaches, dizzy, lightheaded, nausea, difficulty breathing, shortness of breath, chest pressure and cough. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed a light dust like contaminate on the ui (user interface) panel, top enclosure, rear panel, bottom enclosure, blower motor, and the blower box. Hairlike fibers on the interior of the bottom enclosure. There appeared to be liquid spots with potential mineral deposits on the blower motor, blower box, interior of the bottom enclosure, and the p4 power connector. Potential corrosion to the p4 power connector. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. Box h has been updated in this report.